Manufacturer narrative:
Follow-up # 1 date of submission 01-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: the black box and alarm history showed evidence of the cs 064 call service alarm. The pump powered on properly with no alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the initial ¿call service alarm¿ complaint was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged the pump emitted a call service alarm. However, the reporter is not able to remember what the call service alarm code was. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.